Manufacturer narrative:
(B)(4) date sent: 7/11/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. B3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon placed jaws echelon 3000 stapler on to liver bed, closed jaws, waited 15 sec compression fired. When removing the reload some of the staples towards the crotch were half deployed. Stapler was rinsed and new reload inserted and fired successfully. The procedure was completed successfully with no adverse consequences for the patient. No surgical delay was reported. Unknown if the device was available for return.